Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed during product evaluation. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
A colleague infusion pump was found to have experienced failure code 550:320:654:0000 with a disconnected speaker harness during product evaluation. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The software version is unavailable at this time.